Manufacturer narrative:
An examination of the returned capio¿ slim revealed that the device does not have any visual failure. The carrier was actuated three times and it extended and retracted without any issue. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the reported issue was unable to be confirmed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim device was used during a mesh augmented prolapse repair plus sacrospinous fixation procedure on an unknown date. It was reported that during procedure, the needle of the suture capturing device failed to retract. The procedure was completed with another capio¿ slim device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.